Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's occipital lead, off label use, was explanted due to infection. The date of the explant is unknown. Follow up with the physician's office revealed cultures were taken and came back negative. The pt was prescribed oral antibiotics.